Event description:
It was reported that balloon rupture occurred. A 4.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed using an alternate device. No patient complications were reported.